Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2010; 419488 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing during atrial arrhythmias. The lead remains in use. No patient complications have been reported as a result of this event.